Manufacturer narrative:
Batch review performed on 14 january 2019: lot 143618: (B)(4) items manufactured and released on 06-oct-2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components revised: gmk-primary 02.07.1204l tibial tray fixed cemented # 4 l, (k090988) lot 147036: (B)(4) items manufactured and released on 29-jan-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary 02.07.2014l femur cemented std #4narrow / left, (k122232) lot 147868: (B)(4) items manufactured and released on 11-feb-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On "dec 17", 2018 we were informed about a patient who came in due to laxity. On the following day, the surgeon revised the, poly, tibial tray and femoral component and the surgery was completed successfully.